Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not duplicated during functional stress testing of the device. Review of the device activity logs did show an occurrance of the reported alarm. This is typically a symptom of a dirty flow screen. The flow screens were found to be dirty and were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.